Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00883 2029214-2019-00884. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that these both coils would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing coiling treatment for a giant unruptured pear shaped aneurysm located in right anterior communicating artery aneurysm. The vessel was observed severely tortuous. It was reported that the physician tried to detach both coils three times with first instant detacher, two times with second instant detacher and two times with using manual detachment but these coils did not detach. Aneurysm not completely coiled as coils had to be removed. There were not any patient symptoms or complications associated with this event. No patient injury was reported.

Manufacturer narrative:
The axium prime coil not returned for analysis. The opened axium prime inner pouch was found within the opened axium prime outer carton and within a resealable biohazard pouch were the items returned. Analysis could not be performed due to the missing device. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR#: 2029214-2019-00883 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.